Event description:
The customer's family member called to report that their family member was hospitalized for high blood glucoses. Bgs were treated at the emergency room with IV drip of novalog. It was stated that the customer was in dka and did not have a manual injection. The customer indicated that they do not know about the two high bg rule. The contact indicated that the customer had stomach virus two days before the call and was dehydrated. It was mentioned that the set was inserted three days prior to the hospitalization and bgs were fine. The set was removed three days and found that the cannula was bent. Troubleshooting was performed. The pump passed the functional testing. The programming on the pump was correct and the alarm history showed two alarms. A day later the family member called back to report that the customer went back to pump and bgs climbed right away. Then the customer went into dka again. A replacement pump was requested.